Event description:
The customer reports: the inserter proceeded to insert PICC catheter with lot number 14f19l0334, with expiration date 11-30-202. Protocol of sterile technique and cleaning to apply the PICC catheter was followed. The needle was inserted, and venous return was obtained at the time of inserting the guide in a neonatal. It was observed that it does not advance, the needle returns , and it is noted that it is broken, the needle is withdrawn. No intervention required.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a peel-away catheter. The sample shown in the image does not appear to be the same peel-away catheter that is normally packaged within the finished kit. Additionally, the sample does not even appear to be an arrow product. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to minimize the risk of possible sheath embolism, do not reinsert needle into sheath". The report of a damaged sheath tip could not be confirmed through examination of the customer supplied photo. The probable cause for this complaint investigation cannot be determined from the available information and without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the inserter proceeded to insert PICC catheter with lot number 14f19l0334, with expiration date 11-30-202. Protocol of sterile technique and cleaning to apply the PICC catheter was followed. The needle was inserted, and venous return was obtained at the time of inserting the guide in a neonatal. It was observed that it does not advance, the needle returns, and it is noted that it is broken, the needle is withdrawn. No intervention required.